Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and ams apogee, ams perigee, and ams monarc subfascial hammock were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2008 due to mixed urinary incontinence and intrinsic sphincter. It was reported that patient underwent mesh revision on (B)(6) 2009 due to persistent voiding dysfunction.

Manufacturer narrative:
Date sent to FDA: 12/06/2018. Additional narrative: it was reported that the patient died on (B)(6) 2013 due to acute systolic heart failure. No additional information was provided.